Event description:
It was reported the customer was hospitalized for high blood glucose. Customer's mother stated the customer's blood glucose rose to 558 mg/dl. The mother stated treatment with manual injections did not resolve the customer's high blood glucose, causing their hospitalization. Date of hospitalization was (B)(6) 2015. Blood glucose at the time of admission was between 400 mg/dl and 500 mg/dl. The mother reported the customer was throwing up and had large ketones prior to their hospitalization. It was also found the customer went into diabetic ketoacidosis for the second time during their hospitalization. Customer was released from the hospital on (B)(6) 2015. The mother also stated the customer had a bent cannula upon removal of their infusion set. The customer's infusion set will be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.